Event description:
It was reported that the syringe flange was not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were in tact. No signs of external damage. Multiple consecutive "syringe flange not in place" alarms in history. The technician performed syringe test, checked and tested the syringe flange sensor. The reported issue was unable to duplicate syringe not in place error. Syringe flange sensor functions normally. The root cause of the reported issue was found to be an optocoupler sensor was not fully plugged into the main board, causing an intermittent error. Securely plugged in the optocoupler sensor. Performed preventative measure and all functional tests which passed.